Event description:
On 2023-03-09, an increase in battery impedance (1.61 kohms) was observed, and inflection point was observed. On (B)(6)2023 the device was replaced.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.